Manufacturer narrative:
The company service representative examined the system. To resolve the issue, the company service representative will replace the pneumatics module. As a prevention, the hose will also be replaced. The company service representative reported that the parts have been ordered and are waiting to be received. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cutter kept shutting off and there was loud noise when it does work with an ophthalmic operating system. Procedure details and patient impact were not provided. Additional information has been requested but none received till date.